Event description:
New information received notes that the patient presented for a generator change procedure. The right atrial lead was capped and replaced during the procedure on (B)(4)2021. The patient had no complications.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited noise. Programming changes were discussed but not performed. The patient had no adverse consequences.